Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the loop that holds the needle broke and the device was no longer able to be used. A new needle was used to complete the procedure. The device was used in the patient. There was user involvement. There was no patient or user injury or hazard. The device was used in the patient. There was user involvement. There was no patient or user injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.